Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging a power ¿ unit powers off during use issue. Meter ¿turning on and then off when putting the strip into the meter¿. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.